Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir had rewind anomaly and there were not motor error alarm in the alarm history. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised that the reservoir needs to be replaced. The device is expected to be returned for analysis.